Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cardiac power device exhibited persistently low purge flow and inverted left ventricular waveforms shortly after the care team observed that a previously noted left ventricular thrombus was no longer visible on echocardiography. The purge flow progressively decreased, and high purge pressures were later reported. The clinical support center was notified multiple times throughout the day regarding concerns for possible thrombus ingestion. No motor current spike was observed, and off-label administration of a thrombolytic agent through the purge system was initially not recommended. As purge flow and waveform abnormalities persisted, a purge system blocked alarm occurred, and a thrombolytic purge was subsequently advised in coordination with medical affairs. Following administration, purge flow and device waveforms normalized, and the patient was transitioned back to a bicarbonate-based purge solution. The patient had been receiving impella cardiac power support for cardiogenic shock following an acute myocardial infarction and percutaneous coronary intervention. The patient required inotropic and vasopressor support, extracorporeal life support, and respiratory support prior to device placement. Repositioning of the device occurred several times during therapy. A left ventricular thrombus was identified during treatment, although it was unclear whether it was present before device insertion. Use of the impella cardiac power device is contraindicated in the presence of a left ventricular thrombus. The thrombus appeared to enlarge the day after device placement, and fever and hemolysis were subsequently noted during the course of support. Due to the patient¿s condition, therapy was escalated to an impella 5.5 device. The initial impella 5.5 required exchange shortly after placement due to waveform inversion. A second impella 5.5 later generated a purge pressure alarm, and a thrombolytic purge was again administered with successful restoration of purge flow. The prolonged duration of support exceeded the recommended maximum period outlined in the instructions for use and may have contributed to the purge complications observed. At the time of reporting, the patient remained on impella 5.5 therapy beyond the recommended usage duration.